Manufacturer narrative:
.

Event description:
A company representative reported that an out of regulation message that he believed resulted from the torque wrench not tightening the setscrew as well as it should at the time of implant. It was indicated that the impedances were slightly elevated after implant and then continued to increase overtime, so they ended up doing a revision surgery. A few days later, it was further reported that the issue was way back, he could not recall the patient name at this time.